Event description:
It was reported during an orthopedic hand surgery on (B)(6) 2013, the small battery drive became frozen and would not turn. A different battery was tested with the device but received the same results. The procedure was delayed approximately 10 minutes while a spare device was retrieved. The procedure was completed using the spare device with no further problem and no harm to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. An evaluation was conducted. The customer's complaint that this device is frozen could not be confirmed. A functional assessment was performed and the device passed all operational specifications. Placeholder

Manufacturer narrative:
Device is used for treatment, not diagnosisdate device received for evaluation.investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4)